Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to the development of an anterior subcapsular opacity. The opacity was first noted on (B)(6) 2014 and the patient was experiencing decreased vision. A new incision was opened to explant the lens and there were no complications upon removal of the lens. The lens was exchanged for a longer lens. The reporter stated the lens was most likely discarded.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens discarded.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a doctor, the icl was explanted/exchanged for a longer length icl almost two years after implantation to address decrease in visual acuity caused by anterior subcapsular opacity (+1). There was no information about lens vaulting. The natural lens remains implanted. It should be noted that literature reports that 6-7 % of patients develop anterior subcapsular cataract but it progresses to clinically significant in only 1-2 % of patients, usually in older patients and high myopes. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).